Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported the insulin pump buttons were sticking and not responding. Customer's blood glucose was over 600 mg/dl. When the customer put in a bolus for lunch and checked blood glucose, it was 485 mg/dl. Customer went to the doctor when the buttons would not respond and was off the insulin pump for an hour at the time of the urgent care visit. No significant events leading to the keypad issues were recalled. At the time of this report, customer's blood glucose was 157 mg/dl. It was advised that the insulin pump would need to be replaced and that the customer was to discontinue use of the device and to revert to a back-up plan.